Event description:
Reporter claims that the pump was set to deliver 8.33cc of tacrolimus per hour into the pt. After 1 hour, a nurse came in and noticed only 15cc of solution left in the bag that originally had 100cc in it. The hops. Rep. Stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional information known.